Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event injection site cellulitis was deemed to meet the serious criteria of hospitalization. The device history record for radiesse(+) injectable implant, lot number a00121020, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No nonconformances were noted related to this lot.

Event description:
The event swelling was considered as a symptom of signs of infection and was therefore not coded. This spontaneous report was received from a us health care professional and concerns a patient. The patient was injected with radiesse(+), into the jawline and preauricular area (off label use of device), on 02-aug-2024. Batch number was reported as a00121020 (expiry date: 08/2025). The batch record review was received and the lot number for radiesse (+) was confirmed as a00121020 (expiry date: 08/2025). A lot search in the global safety database was conducted. A cannula was used for the injection. In (B)(6) 2024, after the radiesse(+) injection, the patient experienced swelling and signs of infection with rapid progression. The provider started the patient on bactrim ds (reported as bactrim des) and keflex. On (B)(6) 2024, reported as saturday night, the patient was admitted to hospital for intravenous antibiotics. Laboratory data included blood cultures and a computed tomography (CT) scan, results pending. As reported, infectious disease was involved. The outcome of the event was unknown. Follow-up information was received on 05-aug-2024: the event verbatim signs of infection was amended to cellulitis and the coding was changed from injection site infection to injection site cellulitis. Jawline cannulation was performed with undiluted radiesse(+). Antibiotics were administered intravenously for cellulitis. After the injection, the patient was touching the injection site, which was not covered with a bandage, and the patient returned to work at their dental practice as a practicing dentist. The outcome of the event remained unchanged. In the opinion of the reporter, the infection was likely not due to radiesse(+), but rather due to extrinsic factors post treatment. Therefore the reporters causality was changed from reasonable possibility/suspected to unlikely.